Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "pediatric patient should be diagnosed with acute lymphoblastic leukemia and require chemotherapy treatment. In order to protect the patient's peripheral veins and successfully complete chemotherapy, a central venous catheter (PICC) was inserted into the patient through a peripheral sedinger under comfortable ultrasound guidance on (B)(6) 2024. After routine disinfection, the patient's right basilic vein was punctured. The first attempt was successful. The guide wire was successfully inserted. The skin was cut along the guide wire. When using the catheter micro-intubation sheath, it was found that the front end of the sheath was cracked. The tube was replaced immediately after the incident. The sheath was replaced and the catheter was successfully inserted. No injury."

Event description:
It was reported, "pediatric patient should be diagnosed with acute lymphoblastic leukemia and require chemotherapy treatment. In order to protect the patient's peripheral veins and successfully complete chemotherapy, a central venous catheter (PICC) was inserted into the patient through a peripheral sedinger under comfortable ultrasound guidance on (B)(6) 2024. After routine disinfection, the patient's right basilic vein was punctured. The first attempt was successful. The guide wire was successfully inserted. The skin was cut along the guide wire. When using the catheter micro-intubation sheath, it was found that the front end of the sheath was cracked. The tube was replaced immediately after the incident. The sheath was replaced and the catheter was successfully inserted. No injury."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the microintroducer is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. Use residue was observed on the distal end of the microintroducer. The peel-apart sheath was observed to be damaged. Microscopic inspection of the distal end of the sheath revealed a longitudinally aligned split. The sheath was also observed to be buckled and flared outward. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer with a small split and some plastic deformation on the distal end of the sheath. No obvious evidence of use was observed on the sample in the returned photograph. Although damage was observed on the distal end of the sheath, no details or distinguishing features of the damage can be discerned from the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "pediatric patient should be diagnosed with acute lymphoblastic leukemia and require chemotherapy treatment. In order to protect the patient's peripheral veins and successfully complete chemotherapy, a central venous catheter (PICC) was inserted into the patient through a peripheral sedinger under comfortable ultrasound guidance on (B)(6) 2024. After routine disinfection, the patient's right basilic vein was punctured. The first attempt was successful. The guide wire was successfully inserted. The skin was cut along the guide wire. When using the catheter micro-intubation sheath, it was found that the front end of the sheath was cracked. The tube was replaced immediately after the incident. The sheath was replaced and the catheter was successfully inserted. No injury."